Event description:
It was reported that during surgery, while the surgeon was repairing a left metacarpal fracture, the head of the screw broke off during insertion. The surgeon retrieved the head of the screw but elected to leave the shaft of the screw in the patient¿s bone. There was a 10 minute delay in surgery, the surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.